Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found with the battery voltage which was 11 2.93v at time of save to disk. The ramware version 1 was installed. The device experienced a critical ram parity error por (power on reset) on (B)(6) 2007.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. The patient was enrolled in the (B)(4) trial. No patient complications have been reported as a result of this event.